Event description:
The manufacturer received information alleging the repaired recertified dreamstation auto CPAP device had white spots in the device, which caused the patient shortness of breath and an ill feeling. No medical intervention was reported. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the repaired recertified dreamstation auto CPAP device had white spots in the device, which caused the patient shortness of breath and an ill feeling. No medical intervention was reported. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam particles in the assembly. The device was repaired by the service technician and the evaluation was complete. Box d, box g, box h have been updated/ corrected in this follow-up report.